Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap of the insulin pump was damage . Customer also stated that he got an alarm to replace battery, reservoir and infusion set. The customer was assisted with troubleshooting and customer stated that the supposed cap was pushed out. The product will be returned for analysis.

Manufacturer narrative:
The pump was received with detached end cap. The drive support disk was inspected and no anomaly was noted.